Manufacturer narrative:
2016493-2025-70351_supplemental MDR was submitted to recall MDR no. 2016493-2025-70351, as MDR has been already submitted on MDR no. 2016493-2025-69958.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, mini drawer unable to recover. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24jan2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident the field service engineer shut down the anesthesia station and disconnected drawer 3 to access the fascia plates. The engineer adjusted both fascia plates outward and manually released all 10 mini engines then reseated all 10 mini engines. The system functioned as intended after the field service engineer repaired the device.